Event description:
The lay user/pt contacted lifescan (lfs) customer service on may 23, 2009, alleging that her one touch ultra meter was reading inaccurately high compared to her feelings/normal readings and, then reportedly received food/drink as treatment. The medical surveillance specialist (mss) spoke with the pt on may 28, 2009, to obtain/verify the following information: in 2009, the pt obtained a higher than normal meter reading: the specific result is not known. As a result of her meter reading, the pt took additional humalog along with her usual nightly dose of lantus: the pt is on a sliding scale for her humalog insulin. The next morning, the pt woke up feeling weak, nauseated, and had cold sweats. She was unable to recall if she tested with her meter while experiencing the symptoms. The pt ate 6 cookies and drank milk, because she felt "low" but, she also called the emergency medical services (ems) for assistance. The ems arrived at an unspecified time later. Her blood glucose was "199 mg/dl" on the ems meter. This complaint is being reported because, the pt allegedly became hypoglycemic after taking her humalog insulin based on a reported inaccurate hight meter reading. The pt administered self-treatment with food and drink. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.